Manufacturer narrative:
Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4). The device was not returned.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The devices were not returned to mentor.

Event description:
It was reported by a (B)(6) year old female patient underwent a bilateral breast prosthesis implantation with mentor memory gel implants (lot and catalog # unknown) on (B)(6) 2010. The patient reported that she began experiencing symptoms immediately after breast surgery. Patient said she was diagnosed with fibromyalgia about a month ago, however physician¿s documentation was not available. The patient reported that she had many symptoms, and stated she had lymphadenopathy, ringing in the ears, memory fog, cognitive issues, horrible itching feeling on her head (feels like her head is compressed all the time), tmj, lesions on the arms that were unexplainable that come and go, degenerative disc disease, different surges (shock surges, etc.) In her body, nerve damage, muscle weakness, muscle contractions and pain. The patient stated that she was unable to work because she had to stay calm; the high anxiety and stress of the job will worsen her symptoms. The patient is in touch with a surgeon and is planning on getting an explantation procedure as well as diagnostic testing. No further information is available regarding the patient¿s status or physician opinion regarding these events. There was no product issue reported (rupture, defective device, etc). The prostheses were not analyzed for failure as they are still implanted.